Event description:
Bed would not go into trend.

Manufacturer narrative:
The trend gas spring was broken and the trend mechanisms on the right side were all bent. Tsr replaced the trend cylinders to correct this issue. No incident was reported as a result of this issue.